Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were provided. Medical records were provided and reviewed. Approximately nine years post filter deployment, patient experienced back pain and xr lumbar spine revealed filter to be at l1-l2 level. The radio density in the right hemi pelvis in keeping with a filter strut is seen unchanged since 2006. Therefore, the investigation is confirmed for filter limb detachment. Per image review, fractured posterior leg ivc filter strut migrated to right hemi pelvis region and pain in groin area was age indeterminate without other intervention known. The filter is located with its cranial tip projecting at the level of the t12-l1 intervertebral disc space. Therefore, the investigation is confirmed for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure, in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter limbs detached and a limb migrated to the right hemipelvis region. The device has not been removed and there were no reported attempts made to retrieve the filter and the detached strut retained in right hemipelvis region. The patient experienced groin pain; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images were not provided. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure, in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter limbs detached and a limb migrated to the right hemipelvis region. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced groin pain; however, the current status of the patient is unknown.